Event description:
It was reported that this patient had a ventricular fibrillation episode which shock therapy failed to convert. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was evaluated, and it was found that the shock impedance was over 140 ohms. In addition, a CT scan was performed, and it was found that both this s-ICD and the electrode were dislocated. Subsequently, the implantable electrode was explanted and replaced, while this s-ICD was repositioned. The shock impedance decreased to 65 ohms after these actions were performed. No additional adverse patient effects were reported.